Manufacturer narrative:
H3 other text : device evaluated by third party service center.

Event description:
A dreamstation auto CPAP device was returned to the third-party service center with no initial complaint. During servicing of the device, it was found that there was corrosion in the device. This report is being submitted for the corrosion found during service. There was no report of patient harm or injury. The device has been scrapped.

Manufacturer narrative:
The manufacturer received information in relation to a dreamstation auto bipap unit. The device was returned to a third party service center. During visual inspection of the device, it was determined the corrosion in device. Secondary findings include missing modem flip door. Device was scrapped at customer's request. Analysis of past events has not indicated an adverse event has occurred due to corrosion. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. Additionally, the risk file indicates that corrosion will not substantially affect the performance of the device. This complaint is considered not reportable.